Event description:
Vaginal mesh used in prolapse procedure and vaginal repair during hysterectomy. Mesh used was uphold (B)(4). Result has been inability to have sex due to extreme pain. Appears to be bunched mesh in vagina.